Event description:
A zoll billing specialist contacted zoll customer support to report that a (B)(6) female patient's spouse notified her that the patient passed away on (B)(6) 2013. The patient's spouse reported he heard alarms notifying him a treatment was going to be delivered. The patient's spouse also reported that the patient was not alert during the alarms and that the patient did not press the response buttons. Upon receipt of the device, a download was performed which confirmed that the patient received a treatment (B)(6) 2013.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) was completed. The monitor and electrode belt were fully functional upon evaluation. The lifevest detected ventricular fibrillation was detected at 11:21:29 on (B)(6) 2013 and deployed gel at 11:22:33. The lifevest appropriately delivered a 150j pulse. The pulse impedance was 73 ohm, which is within normal operating parameters. The pulse converted the patient's rhythm from ventricular fibrillation to asystole (11:23:06). Noise and artifact contributed to the false detection of the second treatment. The response buttons were pressed and the electrode belt was disconnected by a bystander shortly after the second treatment was delivered. The lifevest device functioned normally and within specifications. There was no product problem with the device. No equipment deficiencies were alleged against the device. Post-shock asystole is a known risk of defibrillation. Dates of manufacture: sn (B)(4): 04/2012, sn (B)(4): 02/2013.